Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. After inserting the steerable guide catheter (sgc) into the left atrium, an ultrasound revealed what appeared to be a blood clot. Once removed from the body, the blood clot was also confirmed. Some of the blood clot became caught in the sgc column and could not be removed, so the sgc was replaced with another to continue the procedure. One clip was implanted, reducing mr to grade 1+.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the IFU as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: h6 health effect- impact code: 4641 unexpected medical intervention. Codes added: h6 health effect- impact code: 4614 serious injury/ilness/impairment.